Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Evaluation summary: the sample and a companion sample were returned for evaluation. During visual inspection, the sample was identified to have a missing cap and collar. The companion sample met specification. The root cause for the reported condition could not be identified.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. The device is available for evaluation according to the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a supplemental report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a solution administration set with injection was involved in a connection incident during infusion. The reporter stated "on this item, the connection to the piece on the end with the blue cap came off the tubing completely during the administration of fluids to a patient on the operating table." Though there was patient involvement, there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.